Event description:
The customer reported that the unit is not charging the battery. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the unit is not charging the battery. There was no report of patient involvement or adverse patient impact. The customer localized the issue to a power supply failure. Philips informed the customer that this device has been out of support since (B)(4) 2006 and service/parts are no longer available. The device remains at the customer site. Based on the customer's report, we will consider this a malfunction of the power supply.